Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03088. It was reported the patient is not receiving stimulation. Lead diagnostics showed high impedances on all contacts. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2, reference MFR report: 1627487-2016-03088, follow up information identified the patient underwent surgical intervention where her leads were replaced with new ones. The patient is now receiving effective stimulation.